Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Investigation is ongoing.

Event description:
It was reported by the user facility in australia that the blade didn¿t work however the phaco worked fine. Connections all checked then a new pack was opened.

Manufacturer narrative:
Product evaluation could not be performed as the complaint unit was not returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.